Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that the insulin gauge was inaccurate. Customer's blood glucose was 100 mg/dl. The distributor received, the pump for investigation. And was unable to duplicate the error.